Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of hospitalization for high blood glucose of an unknown level. The customer inquired about the drive support cap and that theirs has a recessed cap. Customer was advised that the drive support cap is normal. Troubleshooting for the high blood glucose was declined by customer. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. The insulin pump passed the displacement accuracy test. Device received with cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
The hospitalization and high blood glucose event has been reported under manufacturer report number 2032227-2017-01766.